Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012560570 was returned and analyzed. Visual inspection was carried out. The catheter appeared kinked pebax tube on spiral array. Mechanical verification of steering and slide mechanisms was carried out. The slide control stuck. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. X-ray imaging confirmed entangled electrode wires on shaft. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the return product inspection due to a kinked pebax tube on the spiral array and entangled electrode wires on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, catheter steering issues occurred due to a broken pull wire. Also, the catheter was unable to be retracted without a great deal of force. While the catheter was fully deployed in the body, the physician experienced difficulty moving the slider to elongate the array, requiring a great deal of force. The catheter was eventually removed from the body at the completion of the procedure. The case was completed with pulsed field ablation. Once the catheter was removed, the physician tested the slider outside the body and found it still difficult to move. No patient complications have been reported as a result of this event.